Manufacturer narrative:
The actual product of the event was returned this time. The returned equipment was inspected and the repeatability test (tensile strength testing etc.) Was conducted using the same product. As such, the sheath's manufacturing process was investigated to determine that none of the manufacturing processes had caused or contributed to this event, and there were no visual inspection records to indicate that it had caused or contributed to this event. Judging from this test, the probable cause of this rupture is thought to be that the sheath was repeatedly subjected to a load exceeding the allowable level while completing surgery, resulting in a decrease in strength and rupture due to the force with which the sheath was pulled out. The medical device involved in the reported event is sold only in japan. Therefore, the information on the equivalent device to the complaint device that was cleared under k141070 is filled in §1, 2, and 4. Lot#: unknown.

Event description:
On (B)(6) 2023, at a hospital in japan, it was reported that the super sheath was fractured during the completion of the procedure. The patient confirmed that a portion of the sheath had been removed from the body after the rupture, so it was taken out and the procedure was completed.